Event description:
A medtronic ent representative reported a navigation system that became unresponsive on the patient load screen after loading a cd. There was no patient present when this was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation completed. Insufficient information available to determine root cause of event. Computer was replaced on (B)(4) 2013, no logs to be provided. Medtronic representative following-up reports the system is running smoothly. No further issues reported.